Event description:
It was reported the patient¿s previous implantable neurostimulator (ins) was replaced because it quit working. It was stated with that the device the patient ¿always wore pads.¿ it was noted it was never at the point where the patient didn¿t have to have a pad on. It was stated the reporter didn¿t know if the patient fully understood because the patient would sometimes go and not tell them it needed to be changed.

Manufacturer narrative:
Product ID: 3093, lot# v839811, product type: lead. (B)(4).